Event description:
A customer reported that their insulin pump displayed alarm 20 while in use. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer in loading a new cartridge, but the alarm recurred, preventing successful insulin therapy. As a result, technical support decided to replace the pump. The customer was instructed to switch to manual daily injections (mdi) as a backup therapy to ensure continuous insulin delivery until the replacement arrived.